Manufacturer narrative:
This unit was field serviced by a vyaire medical authorized service technician. The service technician was not able to duplicate the customer's reported issue during testing and evaluation.

Event description:
It was reported to vyaire medical that the ventilator stopped oscillating while in use on a patient. The customer stated that he heard the ventilator "hesitate" then the driver stopped. The ventilator alarmed appropriately.